Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Performed air-o2 regulator differential balance calibration, calibrated o2 blender and run ovp (operational verification procedure) and all passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator unit has "gas engine delivery leak". At this time, there is no information about patient involvement.